Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked and cracks were found on the bottom housing. The timing and cause of these damages could not be determined. During the investigation, the kinked soft cannula did not prevent fluid from exiting the distal tip of the soft cannula. The cracks did not affect the device's ability to deliver insulin. In addition, inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and a leak test was performed, and no signs of leakage were observed. No other damages or defects were found during investigation that would result in a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 310 mg/dl while wearing the pod between 4 and 24 hours. Patient noticed the pod was leaking during bolus deliveries. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered.